Event description:
Rn went to drain an pleurx drain with the pleurx drain kit. When attempting to cap the drain, she noticed the cap was cracked and would not fit on the end of the pleurx catheter tip. She had to open up an additional kit and waste all the other supplies for just the cap.